Event description:
This lead was capped due to an impedance change and noise on (B)(6) 2013. This lead was replaced with a competitive device. Should additional information become available, this file will be updated. On (B)(6) 2013 - a portion of this device was returned. A portion of this lead was explanted on (B)(6) 2013, but the remainder of this lead remains capped in the patient¿s body.

Manufacturer narrative:
Upon receipt, the lead was found dissected at some 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragment were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The inspection of the returned device data confirmed the presence of noise in the ventricular channel. However, based on the information available for analysis no conclusions can be drawn regarding the root cause of the observed noise. In summary, the analysis of the available lead fragment did not show any deviation which may have led to the clinical observation. No indication of a material or manufacturing problem was noted during analysis.